Event description:
Lap chole - "dr (B)(6) said he had difficulty loading clip and advancing clip into the jaw of the clip applier. It was also reported that the clip applier was dropping clips and the clips would not properly close on the tissue."

Manufacturer narrative:
No product is being returned for eval, but lot number is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain add'l info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.